Event description:
As reported, during a cystostomy, an approximately one inch segment of an open-end ureteral catheter separated within the patient's bladder. The catheter was removed from the patient, and the separated segment was retrieved from the bladder by unknown means. No segment of the device was left in the patient. There have been no adverse effects to the patient as a result of this event.

Manufacturer narrative:
Initial reporter occupation- supply coordinator. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a cystostomy, an approximately one inch segment of an open-end ureteral catheter separated within the patient's bladder. The catheter was removed from the patient, and the separated segment was retrieved from the bladder by unknown means. No segment of the device was left in the patient. There have been no adverse effects to the patient as a result of this event. Investigation evaluation: reviews of the complaint history, device history record, drawings, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the returned device was also conducted. The device was returned to cook in open packaging. The distal tip is intact. The distal end was round and smooth and had a tipped appearance. The length from the tip to the first ink mark measured 1 centimeter. The overall length measures 68.3 centimeters, which is within specification. All ink marks are present (50 centimeters of ink marks) and the proximal end of the catheter is cut straight. There was no indication that the catheter has separated at either end. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of the device specifications found controls to be in place to assure functionality and device integrity prior to shipping. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions ¿ avoid bending or kinking the catheter prior to placement. Doing so could damage the integrity of the catheter and result in patient injury. ¿ if you encounter resistance while advancing or withdrawing the catheter, stop. Determine the cause of the resistance before proceeding. ¿ do not withdraw catheter while deflected in cystoscope/endoscope. The evidence from the complaint file, device history record, complaint history, quality control documents and complaint device indicates that the complaint device was manufactured to specification. As there was no damage to the returned complaint device, cook has not confirmed the complaint. Cook has concluded the cause of the complaint cannot be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.